Event description:
Device #1 issue: cuff miss (proglide). Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide and starclose se devices attempted arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred with the proglide device. The proglide device was removed and a starclose se device was used. An attempt to deploy the starclose se clip was unsuccessful. The clip deployed in the tissue track due to the heavily scarred common femoral artery. The starclose se device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4): the starclose se (part #14679-01, lot #84025-6h) indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.